Manufacturer narrative:
(B)(4). Visual examination confirms the superior tang is broken; the broken piece is missing, and not returned for analysis. Microscopic ex amination of the fracture surface reveals a fairly brittle fracture, with no indication of fatigue. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. The nature and location of the fracture surface is consistent with failure due to insufficient vertebral endplate preparation, resulting in excessive rotational force during implantation. The above observations are consistent with misuse due to insufficient vertebral endplate preparation, resulting in a bend stress overload condition and the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the prong from the inserter broke off while placing the cage in the disc space. The prong was retrieved with no further complications. Although the instrument was used in surgery, no patient complications were reported.